Manufacturer narrative:
Investigation summary: received one (1) used. List #d1000, tego® connector; lot #unknown. No visual damages or anomalies were observed. The reported complaint of air in line could be confirmed. The returned sample was tested and a leak was observed. The sample was disassembled and no damages were found on the seal or the body. The probable cause is unknown. A device history review could not be conducted because no lot number(s) was/were identified.

Event description:
An event involved a tego connector; reported that air was detected 2 hours into the run. Air was seen from the tego or catheter lumen along the arterial dialysis line. There was patient involvement, but unknown delay in therapy and no death or serious deterioration of a person.

Manufacturer narrative:
The device is available for evaluation; however, has not been received. D4: only di provided as lot number is unknown.